Event description:
It was reported that the cause of the event was that the device was at end of life due to normal battery depletion. It was noted that a surgical intervention took place to replace the device in the (B)(6) of 2012. It was also noted that an x-ray was taken and reprogramming results from 2012-(B)(6) were successful. The signs and symptoms of the event were reported as "stopped working." It was further noted that the patient did require hospitalization due to the event, but there was no injury to the patient.

Event description:
It was reported that the patient's back began hurting about 1 week prior to (B)(6) 2012. The patient also noted that after changing the batteries in her programmer, only the battery light for the battery "being good" lit up. Additional information received on (B)(6) 2012 reported that the patient's implantable neurostimulator (ins) would be replaced next week. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 748925, lot#: serial#: (B)(4), implanted: 2009 (B)(6), explanted: product type: extension product ID: 7434a lot#: serial#: (B)(4), implanted: 2003 (B)(6), explanted: product type: programmer, patient product ID: 3587a25, lot#: n196790, serial#: implanted: 2009 (B)(6), explanted: product type: lead. (B)(4).